Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported a frozen display. Buttons were not responsive and timeclock did not advance. Replaced battery but buttons remained unresponsive. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed self test, displacement test, sleep current and active current measurement. Successfully downloaded unit history using thump software. No frozen screen noted. Unit's keypad functioned properly and navigated through menus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. On adapt, no relevant alarms were recorded to confirm customer's concerns. Pump was cut open to perform visual inspection and found no moisture or physical damage on electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, label damage, and stained keypad overlay in summary, customer concern for keypad/button unresponsive/button error and frozen screen is not confirmed. Keypad functioned properly and no alarms noted during testing or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.